Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device was returned, analyzed and no anomalies were found.

Event description:
It was reported that the device had long periods of no pacing after the pocket was closed after the implant procedure. Also during the implant procedure, there was some initial set screw difficulty while connecting the lead. The lead was thoroughly checked and remains in use. The device indicated that the "acute days remaining on capture management was at 42 days." The device was explanted and returned. No patient complications were reported as a result of this event.